Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the product code of the cartridge (gst60t, ecr60d, etc.)? No information. Is the cartridge being returned? No information. Or, was the cartridge discarded? No information.

Event description:
It was reported that during a laparoscopic unknown procedure, the cartridge came off at firing. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.